Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge code. Review of the device data indicated the battery was also prematurely depleting. No changes were made and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge code. Review of the device data indicated the battery was also prematurely depleting. No changes were made and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Review of the device data noted both the long charge code and charge time exceeded code. The device had properly declared elective replacement indicator (eri) and exceeded longevity expectations. The device case was removed, and all three cells in the battery were confirmed to be equally depleting and the hybrid current drain of each was normal. The high voltage (hv) capacitors were electrically tested, and all measurements were normal. Charge and discharge testing of each hv capacitor to rated voltage was performed. All three hv capacitors charged and discharged successfully, with normal performance. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge code. Review of the device data indicated the battery was also prematurely depleting. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge code. Review of the device data indicated the battery was also prematurely depleting. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.